Manufacturer narrative:
Analysis: product inspection by the rep in the field could not confirm the complaint. Device analysis and inspection were performed; findings show alleged failure could not be duplicated. A full calibration of the biopump was performed, followed by a performance inspection procedure with no failures noted. Conclusion: no pt event. Device evaluated and alleged failure could not be duplicated - an exact cause for the reported product problem is unknown.

Event description:
Info rec'd indicates that during bypass, decreased flows were noted in the circuit and line blockage was suspected. Intra-operative inspection by the hcp could not find a cause for the product problem. A hand crank was used for the approx one minute, to substitute for the bioconsole. The unit was replaced and the case completed with no reported consequences to the pt.